Manufacturer narrative:
The unit was received with a cracked case on the display window corners, a minor scratched lcd window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a bleeding lcd glass. (B)(4).

Event description:
The customer called in to report a display anomaly. No further details were provided.